Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73l1800731 was manufactured on 11/26/2018 a total of 288 pieces. Lot was released on 12/06/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the trigger partially engaged. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was not able to properly load into the jaws of the applier as it was unable to latch onto the bottom jaw. It was observed that there was a buildup of biological material in the bottom jaw. The buildup of biological material was manually removed , and another attempt was made to fire the device. The next clip was still unable to load properly. The device was disassembled in order to inspect the internal components. It was found that the bottom jaw was bent. The clips were also out of position and stacking on one another in the channel. The proximal end of the feeder was slightly bent due to the clip stacking. Based on the damage observed, it is unlikely that a clip stacking issue caused the damage to the bottom jaw. The device was received with 9 clips remaining in the channel indicating that the end user fired 6 clips. The damage to the bottom jaw prevented the clips from loading properly. If a clip misloads and the clip is not manually cleared prior to loading another clip, the clips can be held up in the loading sequence and stack on one another. Based upon the damage observed, it appears that unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "can't be separated from applier" was confirmed based upon the sample received. One sample was returned. Upon functional inspection, the clips were unable to load properly into the jaws of the applier. The device was disassembled , and the bottom jaw was found bent. The clips were also out of position and stacking on one another in the channel. The proximal end of the feeder was slightly bent due to the clip stacking. Based on the damage observed, it is unlikely that a clip stacking issue caused the damage to the bottom jaw. The device was received with 9 clips remaining in the channel indicating that the end user fired 6 clips. The damage to the bottom jaw prevented the clips from loading properly. If a clip misloads and the clip is not manually cleared prior to loading another clip, the clips can be held up in the loading sequence and stack on one another. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed, it appears that unintentional user error caused or contributed to this event.

Event description:
It was reported that the clip cannot be separated from applier after locking.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip cannot be separated from applier after locking.